Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Our evaluation of the misplaced implants was inconclusive due to no case logs from the procedure being provided despite multiple attempts to obtain them. The description provided states that while using excelsiusgps, screw at l3 was placed medial resulting in a correction intraoperatively. The observed overall risk level is low which matches the observed anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
Screw placed medial at l3.